Event description:
During surgery the head piece of or table disengaged and dropped down a notch or two. The head piece was repositioned at the time. Pt evaluated by neurology after complaint of numbness in left arm.